Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 80cm proximal to the lead tip. Only the distal fragment was received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. 42cm proximal to the lead tip the lead body was found squeezed and deformed. In this area all conductor coils were found fractured, which is assumed to be the root cause of the reported high lead impedance and loss of capture. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as several cuts into the insulation 64cm, 22cm and 20cm proximal to the lead tip, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was removed due to high impedance and intermittent capture. Should additional information become available, this report will be updated.